Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® sst¿ ii advance, an unspecified number of devices push away from the acquisition cannula. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: b.5 describe event or problem: it was reported that when using the bd vacutainer® sst¿ ii advance, 500 devices pushed away from the acquisition cannula. No adverse impact was reported regarding the patient or user. Investigation summary: bd received two photos for investigation. Evaluation of the two photos shows an unused tube with batch number information, and the indicated failure mode of tube push-off was not observed in the attached photographs. Additionally, 20 retained samples were used for functional testing and none of these samples were pushed off the needles during testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: tube push off. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® sst¿ ii advance, 500 devices pushed away from the acquisition cannula. No adverse impact was reported regarding the patient or user.